Manufacturer narrative:
The subject is not available.

Event description:
It was reported while advancing the coil (subject device) into the microcatheter there was friction and the coil could not be advanced to the target lesion. When withdrawn from the catheter, the coil was missing. The operator then used a guidewire to advance the microcatheter and retrieve the coil. The coil was replaced and the procedure was completed successfully. There were no clinical consequences to the patient.

Event description:
It was reported while advancing the coil (subject device) into the microcatheter there was friction and the coil could not be advanced to the target lesion. When withdrawn from the catheter, the coil was missing. The operator then used a guidewire to advance the microcatheter and retrieve the coil. The coil was replaced and the procedure was completed successfully. There were no clinical consequences to the patient.

Manufacturer narrative:
D4- expiration date- updated. H3- device evaluation & summary attached- updated. H4- manufacturing date- updated. The device history record confirms that the device met all material, assembly and performance specifications. Visual inspection was performed on the returned sample and it was observed the main coil was manually detached and the proximal contact wire was intact. The coil delivery wire was kinked/bent and the distal tip was found to be intact. The main coil was stretched and the suture was damaged. Functional could not be performed based on damage to product as the coil was returned detached. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported event was confirmed. The device was returned for analysis and coil was found kinked/bent and stretched with suture damaged. Also, coil was broken/fractured. In the case of this complaint, it is most likely that anatomical or procedural factors resulted to friction during advancement/retraction of the coil and causing the coil to stretch/kinked and then break (together with the suture) during manipulation. The event appears to be associated with a product that met stryker and design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural or anatomical factors during use. Therefore assignable cause of procedural factors will be assigned to reported issue.